Event description:
Pt called alleging that the test strips had a pink confirmation dot. Pt has symptoms of feeling faint. When pt tested their blood glucose they obtained a reading of a 5mg/dl, 2mg/dl and 9mg/dl. These readings are considered erroneous on its face, since pt would not be conscious with blood glucose readings of 5,2 and 9mg/dl. Pt tried a new strip and obtained an 86mg/dl. Customer service replaced subject vial of test strips.